Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual examination of the blade of the device noted that a section of one of the blades was completely detached from the balloon material and was not returned for analysis. Additional microscopic analysis identified that approximately 5mm of the middle section of the blade was completely detached from the balloon material. The pad was intact, undamaged and still fully attached to the balloon material. The remaining sections of blade approximately 9mm in length were undamaged and fully attached to the balloon material. This blade damage can potentially be the result of resistance being encountered during advancement or withdrawal of the device. All other blades were present and fully bonded to the balloon material. No issues were noted with the blade or pad that could have contributed to the complaint incident. A visual and tactile inspection on the shaft/hypotube identified one severe kink 1180mm distal to the strain relief on the mid-shaft of the device and multiple smaller kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No damage was observed to the tip or markerbands of the device which could potentially have contributed to this complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rated burst pressure of this device is 12atm. The recommended sheath size as per spcb flextome product spec for this spcb 4.00mm x 1.5cm x 14cm device is a 6fr introducer sheath. On analysis, the investigator dissected the customer¿s 6fr introducer sheath with a blade under a microscope. The section of missing blade was not located in the customers introducer sheath. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in the non-calcified mildly tortuous forearm shunt vein. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was used after a non bsc guidewire passed through the lesion. After satisfactory dilatation were performed on two lesions for five times in total, procedure was completed. Upon inspection of the device post procedure, partial damage was found in the middle part of one blade. Blade detachment/lifting was observed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in the non-calcified mildly tortuous forearm shunt vein. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was used after a non bsc guidewire passed through the lesion. After satisfactory dilatation were performed on two lesions for five times in total, procedure was completed. Upon inspection of the device post procedure, partial damage was found in the middle part of one blade. Blade detachment/lifting was observed. No patient complications were reported.